Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged respiratory discomfort, fatigue, cough. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer receive alleging an issue alleged respiratory discomfort, fatigue, cough. Related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles in the air path. There was no report of patient harm or injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, followup report will be filed. Section d4 (incorrectly captured in previous report) and h6 updated in this report.